Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced heavy allergic reaction to all adhesives on (B)(6) 2024. Location of allergic reaction was reported to be below adhesives. Patient was having second degree burn. No further information available.